Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis replicated and confirmed the customer reported complaint "though it was opened and closed in the instrument preparation, it was not possible to open and close in the first use in the operative field." The primary failure of dislodged grip ring was found to be related to the customer complaint. The instrument was found to have the grip open ring dislodged at the proximal end. The set screw became dislodged from the grip ring, causing the grip ring to shift, further more affecting the operation of the instrument¿s jaws. The jaws would not open when attempted. The instrument was found to have a grip ring screw dislodged. The grip ring screw was found attached to the magnet inside the housing. As a result of the grip ring screw being dislodged the grip ring was dislodged. The instrument exhibited imprecise motion during gripping and un-gripping. The instrument passed the recognition and engagement tests. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. The jaws failed to close properly. The failure is attributed to dislodged grip ring and grip ring screw. The probable root cause is attributed manufacturing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend instrument was able to open and close during instrument preparation. However, the instrument could not open and close in the operative field. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.